Event description:
Caller states, she tested 4.6 inr and 2.3 inr on the coaguchek xs system and 2.5 inr on an unknown professional coaguchek xs system. Caller states that possibly two of the tests were done on the same finger, but that she wasn't sure which tests those were. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.